Event description:
Customer contacted saalt on (B)(6) 2019 to explain that she got a bladder infection while using the cup. Customer went to the doctor after feeling pressure/fullness while using the cup. Doctor diagnosed customer with bladder infection. Saalt offered to send a replacement cup. Customer did not respond. Customer had previously contacted saalt on 10/11/2019 to place an initial request for replacement cup. She said the cup was too big. Saalt shared replacement policy, explaining that the customer would be eligible for a replacement after two cycles. Customer continued using the cup leading up to contacting saalt on (B)(6) 2019.